Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient: "recently developed (2) thyroid nodules. The nodules were diagnosed in (B)(6) 2023. They were fine needle biopsied on (B)(6) 2023. There are no results yet". Medical intervention was not specified. Additionally, the patient stated that they used an ozone-based cleaner for daily cleansing. On the previously submitted report, the outcomes attributed to ae in section b was inadvertently selected as "other". It is corrected on this report and left blank as this report is a product problem only. As previously reported, the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 : device has not yet been returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient: "recently developed (2) thyroid nodules. The nodules were diagnosed in (B)(6) 2023. They were fine needle biopsied on (B)(6) 23. There are no results yet". Medical intervention was not specified. Additionally, the patient stated that they used an ozone-based cleaner for daily cleansing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the patient: "recently developed (2) thyroid nodules. The nodules were diagnosed in january 2023. Medical intervention was not specified. Additionally, the patient stated that they used an ozone-based cleaner for daily cleansing. Manufactured confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure (B)(4). The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos submitted. Manufactured is unable to directly address the symptoms. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.